Event description:
Device 1 of 2. Ref MFR report #1627487-2013-00536. It was reported the pt ((B)(6) experienced heating while recharging. The box for the charging system reportedly becomes very hot when recharging the ipg. The pt was issued a replacement charging system which resolved the issue.

Manufacturer narrative:
This ipg model is also associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.